Manufacturer narrative:
Investigation discovered physical damage to the device that prevented the sensor from taking reliable measurements. Spectrum medical disposed of the unit as it was beyond repair.

Event description:
User reported that the flow sensor was misreading flow rate compared to other sensors. There was no patient harm.